Event description:
Customer reported corrosion on base unit when checking cable connections. Customer stated cleaning device with wipes but unsure if cleaned. No treatment. A request was made for return product and replacement product was sent.